Manufacturer narrative:
Analysis of the submitted system controller log files confirmed frequent pi events; however, a direct correlation between left ventricular assist system (lvas) and the reported events, elevated lactate dehydrogenase (ldh) and suspected pump thrombosis could not conclusively be established through this evaluation. Additionally, the reported power increases could not be confirmed through the evaluation of the submitted log files. The first submitted log file contains data from (B)(6) 2017 at 04:44:39 through (B)(6) 2017 at 04:37:17. Frequent pi events were captured throughout the file (183 total). The pump speed was set to 9800 rpm, power ranged from 5.9-7.9 w, estimated flow ranged from 4.5-7.9 lpm, and average pi was between 1.9 and 8.2. The second submitted log file contains data from (B)(6) 2017 at 11:50:34 through (B)(6) 2017 at 17:45:31. Nearly constant pi events were captured throughout the file (214 total). The pump speed was set to 9800 rpm, power ranged from 6.2-7.5 w, estimated flow ranged from 5.1-7.3 lpm, and average pi was between 1.7 and 5.3. No notable trends in pump parameters were observed in either log file. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the file. The system appeared to be operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular device (lvad) on (B)(6) 2015. It was reported that there was a concern for thrombus. The lvad system produced elevated power readings, and the lactate dehydrogenase level increased to 879 u/l with a baseline of 200 u/l acutely. Tissue plasminogen activator (tpa) was administered and the ldh decreased. A log file reviewed by the manufacturer¿s technical service representative confirmed no unusual events seen within the data. The patient has a history of previously unreported pump thrombosis with similar presentation. The patient was treated with a high dose of IV heparin and tpa. The patient is currently stable with no overt symptoms of heart failure, awaiting therapeutic inr before being discharged on IV heparin. No additional information was provided.